Event description:
It was reported that the device failed, and ventilation was not possible anymore. No patient consequences reported.

Manufacturer narrative:
The affected carina was available for the investigation at the dräger repair workshop. Based on the logbook entries, it was found that the technical error 00.a008 (blower defect) was recorded on (B)(6) 2019 at 10:10:57 a.m. No further technical errors were recorded in december 2019. The "blower defect" alarm is generated if an unacceptable deviation between the measured blower speed and the setpoint occurs. A faulty pcb elco was identified as the cause of the problem in the technical device analysis. The pcb elco is used to ensure sufficient voltage supply to the motor blower as the rotation speed of the motor blower turbine changes simultaneously to the breathing cycles. The device was repaired by replacing the pcb. In case of such failure, ventilation stops and the high priority alarm "device failure !!!" Will be given. The emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failed, and ventilation was not possible anymore. No patient consequences reported.